Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had out of range impedances on contact 3 during replacement. In pre-op, all impedances were in range. Contact 3 had an impedance of 944 ohms. When the new battery was placed in, contact 3 had over 40,000 ohms. All other impedances were in range. The extension was wiped down and examined. It was connected to the ins twice. Impedances were rerun each time it continued to display open circuit. They disconnected the new ins and connected the old ins and it still displayed an open circuit. The new ins was reconnected and the patient was closed. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the new battery was implanted as their therapy settings did not use contact 3 for stimulation. The cause of the high impedance was not determined. The only objective information available is pre-op impedances were in range and after disconnecting to old battery and connecting the new battery, contact 3 became out of range (above 40,000 ohms). The high impedance for contact 3 was not resolved and no further actions are planned to be taken.